Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes. Review of episodes showed exposure to electromagnetic interference. The patient was at a hotel at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.